Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 460 mg/dl at the time of the incident and current blood glucose was 178 mg/dl. The customer had symptoms such as nausea. The customer declined troubleshooting for high blood glucose. It was reported that they had insulin flow block alarm. Customer reported that the event was resolved by changing complete set infusion set and reservoir). The customer declined troubleshooting for high blood glucose. The customer was advised to monitor issue and call back if issue recurs. The insulin pump will not be returned and reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4). Evaluated 4 open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a 7xx pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.